Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the reloads were pre-fired with the interlocks engaged. The jaws were open. There were staples protruding from the proximal end of the reload cartridges. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were over ridden, and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a laparoscopic assisted distal gastrectomy, the surgeon set the reload from the stomach greater curvature side and closed the jaws. When pressing the green button to fire, the device could not be fired. After replacing the reload, it was set again from the stomach greater curvature side, but the same event occurred at the second firing, so the shell and the reload were replaced with new ones. After that, the device was able to be fired without problem, and the case was completed. It was also reported that when they were checking the reload, they found that the reload had been pre-fired. There was no patient injury.